Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was to treat a bleeding ulcer during a hemostasis procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip deployed while opening. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.